Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2013 and a reservoir was used. When the reservoir was initially placed, it did not suction. The surgeon replaced it with another reservoir that function properly. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. During the functional test, the device did not function, keep the vacuum. The valve slit was closed and yellow in color.